Event description:
Consumer reported complaint for low blood glucose test results and error message (e-3). The customer is concerned with test results from results obtained of 55 mg/dl am fasting. Customer stated that she had been feeling nauseated, lightheaded and shaky at the time. Customer stated that she drank a soda and her blood glucose went back up. No medical intervention was sought per the customer. The customer¿s expected am fasting blood glucose test result is 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and customer could not recall the open vial date. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 30-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value.